Event description:
It was reported that during an exploratory laparotomy and colectomy procedure, the device worked on the first firing with reload that comes loaded in device. The device was reloaded with a second unknown reload code and device would not fire (no knife blade or staples deployed). Case was completed with second device of the same product code. There were no patient consequences reported. There was no delay to procedure and rep said there was no additional information available at this time regarding issue.

Manufacturer narrative:
(B)(4). Results: incomplete interrupted cycle the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.